Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had no external power alarms between 4 and 5 am. The nursing staff denied double disconnect. The event log contained multiple no external power events while on the power module/mobile power unit as well as odd power cable disconnects on battery power. The power cable disconnects resolved with the cleaning of the batteries and clips. There were no further alarms since the patient cable, batteries, and clips were exchanged. Support was withdrawn on patient for severe septic shock and acute bowel ischemia. The controller would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of ischemic bowel and septic shock could not be conclusively be determined through this evaluation. Additionally, review of the submitted log files confirmed one transient low flow hazard alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The account noted that no further details could be provided regarding the patient outcome. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU entitled ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including sepsis and death. The IFU also outlines care instructions in reference to preventing infection. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Additionally, the patient handbook provides care instructions in regard to preventing infection in several sections. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the pump was functioning as intended.